Event description:
I recently had an adverse event after receiving a treatment with genius rf microneedling system. I received treatment on my face and hips and 24 hours later had lymphadenopathy, redness, and itchy skin which persisted for 72 hours in total before I began a medrol pack and topical steroid treatment (received treatment (B)(6) 2020 friday afternoon and had reaction which persisted till sunday; steroid therapy started (B)(6) 2020 monday). I have tried to reach out to the manufacturer and the emails provided on their pamphlet and website are incorrect and fail upon delivery. I received treatment at (B)(6) located in (B)(6) in which the plastic surgeon on site administered the treatment. I went in for an emergency appointment the following monday with the dermatologist. He deemed it as an allergic reaction with contact dermatitis. After reviewing the 510k, I see that there was changes to the coating of the tip of the needle by comparison to the infini radiofrequency system (based on the substantial equivalence table). I have reached out to the manufacturer website as well hoping for some answers. I am shocked as less than 1% of people have ae's from this device but would just like to understand the cause so that in the future I can prevent this from happening again. FDA safety report ID# (B)(4).